Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
Additional information received reported the manufacturing representative met with the patient and the patient was going to see if they could be referred to ou neurosurgery to get their implantable neurostimulator (ins) changed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarge state with no telemetry due to patient non-compliance. The patient last felt stimulation 2.5 months ago and the last time the device was recharged was in (B)(6). The patient was seen in the physician¿s office at the time of report for a physician mode recharge (pmr) procedure to be performed. There were no reported symptoms associated with the follow up information then reported that the patient was to have the ins replaced on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.